Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause could not be determined on this system installed in (B)(6) 2004. Event logs show a potential can communication error. This error may have been caused by a loose connection or oxidized contacts. The affected components and cables have been exchanged, cleaned and reconnected. No further issues have been reported and the manufacturer is not considering further actions.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis mp system. During a clinical procedure, no x-ray was possible and no system movements were possible. A system restart was attempted, but was not successful. The patient was safely removed from the system and transferred to an alternative system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.